Event description:
The patient had an inferior vena cava (ivc) filter placed at an outside hospital several months ago. He was referred for filter retrieval. The ivc filter was retrieved without trouble. However, a little band or ring placed on the tip of the catheter used to retrieve the sheath broke off and embolized to a small, distal branch of a pulmonary artery. This ring is placed on the catheter to make it visible on fluoroscopy/x-ray during the procedure. The procedural team attempted to retrieve it but could not easily do so and elected to stop. This is a small metal ring (3 mm diameter) in a small distal branch without clinical consequences at present. Manufacturer response for recovery cone removal system, recovery cone removal system (per site reporter): no response at this time.